Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the battery diagnostic data indicated that the power consumption of the pulse generator had been increasing during the past year. The device was explanted and replaced on (B)(6) 2019. The device has been received for analysis.

Event description:
It was reported the battery diagnostic data indicated that the power consumption of the pulse generator had been increasing during the past year. Data from the device was sent to technical services for review, and the suspected allegation was confirmed. The device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.